Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an ophthalmic console exhibited poor aspiration during phacoemulsification mode. Surgery was completed by switching phaco mode one to phaco mode two. No error message was reported. Patient impact was not reported.

Manufacturer narrative:
A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event. Per the sr, the company representative was able to resolve the reported event remotely with the customer. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).